Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that half of the contacts of the patient were out on each leads. It was also mentioned that the patient was experiencing inadequate stimulation because the contacts were out. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.